Event description:
It was reported that the customer received a motor error alarm. His blood glucose level was 355 mg/dl. He was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, and occlusion test, prime test, excessive no delivery test and displacement test. No motor error alarms noted. The motor was tested outside the device and passed. However, unit received with slightly loose drive support disk. Unit received with cracked case at display window corners, belt clip slot, battery tube threads, minor scratched display window and shifted and stained end cap sticker.